Manufacturer narrative:
Per -2128 final report post primary and pre revision x-rays were provided for this event and were reviewed at corin. Operative notes and patient details were requested but were not provided and thus the investigation of the event was limited. It was confirmed that the explant could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the patient had multi-directional instability, poor tone and that the spine was fused to the pelvis and thus it has been concluded that the patient's condition may have increased the likelihood of dislocation and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 2 months due to instability and dislocation.

Manufacturer narrative:
(B)(4). Post primary and pre revision x-rays have been provided for this event and will be reviewed at corin. Operative notes and patient details have also been requested, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explant is unavailable to return for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinty revision of the ecima liner after approximately 2 months due to instability and dislocation.